Event description:
It was reported that there was a cracked and shattered touchscreen on the customer's pump, rendering the touchscreen unresponsive. There was no adverse impact to the customer's blood glucose level. The customer planned to use multiple daily injections as a backup therapy and expressed interest in obtaining an out-of-warranty loaner pump. Technical support arranged to replace the current pump.